Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed that there was no software malfunction. Investigation of the case log showed that the root cause is traced to user technique. Review of the preoperative merge revealed that the preoperative merge contained shifts. Preoperative merge shifts can cause navigational integrity issues and can lead to the misplacement of screws. The user must verify the preoperative merge before proceeding with navigation. Additionally, the user acknowledges that they will perform an anatomical landmark check to ensure navigational integrity before proceeding with navigation. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Merged CT with flat panel. Centroid placement seemed extra off in lateral view even more than usual. Physician stated that something felt off from first screw. Through 7 screws placed, surgeon x-rayed and noticed multiple screws were breached. No alarms from surveillance until the last screw which is why surgeon did x-ray. Did o-arm spin and new case to replace screws that were breached and final screws.